Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00037: screw.

Event description:
While implanting a aculoc 2 plate in the wrist of a patient, the tip of the driver broke off in the head of a screw. The tip remains implanted.